Event description:
Primevigilance notified teoxane of an adverse event on 21-feb-2025. A female patient was injected with full syringe (1.2 ml) in both lips on (B)(6) 2025 rha 4 using an unspecified needle. Five days after the injection, on (B)(6) 2025, the patient complained of lip pain. Pictures were shared with the injector, who noticed slight swelling in the lips. On the same day, in the evening, the patient reported that her lips had started to become red and slightly more swollen. As treatment, the patient started on the antibiotic augmentin. On the night of (B)(6) 2025, the patient presented to the emergency department for the first time and was discharged on (B)(6) 2025 after condition's improvement. However, around 6 pm, the patient returned to the emergency department to have a lip drainage. According to the emergency department documentation, the reason for the visit was facial puffiness. Initially swelling was only in the lips and increased to facial swelling. Based on the report, it was following drainage. At this time, a culture was taken, which showed a lip abscess and cellulitis of the lip. According to the diagnosis of cellulitis, this case was deemed as reportable. As treatment, the patient received the following: antibiotics: ampicillin + sulbactam (unasyn), antihistamine: diphenhydramine (benadryl), histamine h2 antagonist: famotidine (pepcid), nonsteroidal anti-inflammatory drug: ketorolac (toradol), lidocaine 1% with epinephrine (xylocaine with epi), opioid: oxycodone (roxicodone), antibiotic: bactrim ds. There was no recent dental cleaning, illness, or vaccines. The patient had no history of autoimmune disease. Despite reminders, no updates were provided about the patient, thus the case was closed as is.

Manufacturer narrative:
Skin infections such as cellulitis, and abscess, may manifest as pain and oedema, and appear within days after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or post-treatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of products. Additionally, this rha 4 product is not indicated for the lips. Therefore, this constitutes an off-label use for which the safety and performance of the product cannot be guaranteed.